Event description:
It was reported that during implant attempt, after several lead movements, the guidewire became stretched. The guidewire was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: evaluation summary (B)(4): the guidewire was returned and analysis found it to be kinked, unraveled and damaged at implant. Tissue and blood were visible on the guidewire.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the guidewire was returned and analysis found it to be kinked, unraveled and damaged at implant. Tissue and blood were visible on the guidewire.